Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cassette could not perform phaco during a cataract-vitrectomy procedure. A different system was used to perform the procedure. There was no harm to the patient. The product sample is not available. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
This is the eleventh complaint for the finish goods lot; however, the first for this issue. The device history record review shows the order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. (B)(4).